Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley location. There was no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it looks like there is retracted insulation in the silicone potting where the conductor wire meets with the grip, but it is unclear from the picture. There are no other breaks that can be observed in the image.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure that the fenestrated bipolar forceps instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable damage was broken and popping out.

Event description:
Refer to h11 for follow-up information.